Manufacturer narrative:
Additional information is provided in section d9 and d10. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "after activating the hf energy, smoke developed at the connection between the 27040eb and the hf cable.". No negative impact in state of health reported.